Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with foreign matter and leakage at the proximal end of the cannula.

Manufacturer narrative:
Investigation summary: one actual sample was received for the investigation of this complaint. As the sample is a used sample, it was sent for decontamination. DHR review shows no quality notification was raised for the batch. There is no related quality notification on similar defect or condition reported for the past 12 months. No abnormalities observed after review of preventive maintenance, calibration and equipment records. Investigation conclusion: the sample was subjected to visual inspection and catheter adapter leak test after decontamination. No contamination was observed. A v-shaped cut was observed on the catheter. Leakage was observed from the v-shaped cut. Root cause description: the v-shaped cut could have been resulted by the cannula pierced through catheter. Cannula pierced through catheter could have occurred during the assembly process of catheter tubing and cannula or during product application when the product was manipulated. However, there is an automated vision inspection system that can detect and reject product with cannula pierced through catheter in the assembly machine. There is also an automated vision inspection system that will detect and reject parts that are not meeting the lie distance requirement. If the cannula pierced through catheter had occurred in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. Based on the investigation and analysis, the root cause of the reported nonconformance is not from the assembly process.

Event description:
It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with foreign matter and leakage at the proximal end of the cannula.